Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental.

Event description:
Surgeon reported by his letter to our sales rep, a breakage of the gamma nail while he was about to perform a surgical change of the leg recessed collar screw of a trochanteric nail. Originally this nail was implanted in 2009, to stabilize a thigh fracture near to the hip joint. The customer furthermore gave the info that the pt mentioned having felt pain although nothing unusual was recognized on the x-rays. As described consequence, the change of the screw was planned to be carried out. According to the customer's info, the gamma nail which was stated to be broken was explanted seven months later. A replacing implant was available for the pt so that the surgery was completed successfully. We received a copy on the customer's report on this event.